Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a remstar pro c-flex device's sound abatement foam. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. The device was scrapped. Additional findings included error codes were present in the error log. There was no information about product returned date and time. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.